Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on samsung galaxy s21 fe (android 13) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced.another attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on pixel 5 (android 14) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504 version e.after conducting a thorough investigation, we have found that the patient did not start the pairing process from the pump side. This has to be done from the pump menu. To assist with the resolution of the issue, we provided helpline team with the following steps to ensure that it is addressed effectively: - on the phone: launch the mmm app, navigate to the ""pair with pump"" screen, and be on the screen. - on the pump: open the pump menu -> navigate to ""options"" and select it -> navigate to ""utilities"" and select it -> navigate to ""device options"" and select it ->navigate to pair device and select ""search"". Wait a few seconds. In the list find the number equal to the text shown on the mmm app screen (""mobile xxxxxx"") and select it. Confirm the pairing on the pump. - confirm the pairing on the phone: system notification and dialog. Wait for the pairing to finish. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.